Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had t-wave oversensing (twos) and loss of pacing. The lead was reprogrammed in the past, however the issue persisted. Follow up was conducted to no avail. The lead is still in use. No patient complications have been reported as a result of this event.